Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsvb10, (le implant, tapered screw-vent, 3.7mm collar, sbm, 10 mm l) for evaluation. Visual evaluation was performed. Implant fracture identified at the collar. Device history record (DHR) review was completed for the subject lot number 61187323. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 61187323 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : implant. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was long-term parafunctional habits (e.g., clenching, bruxism, and overloading) of the patient over the implantation period ¿ patient factors. Therefore, based on the available information, device malfunction did occur. Fracture identified at the collar. The reported event is confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age at time of event unknown / not provided d4: additional device information unknown / not provided d4: unique identifier (UDI) number not available g4: premarket identification: k011028/k013227 h4: device manufacturer date unknown / not provided.

Event description:
Doctor reported collar implant fracture and was removed. Procedure not completed. Tooth#16.